Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system. Three patients' (a-c) samples were tested for accu tni and results were: 1.55ng/ml, 1.70ng/ml and 0.950ng/ml respectively. The original samples were re-tested on the unicel dxi instrument and on a different instrument in the customer's lab and identical results were obtained from both instruments: 0.02ng/ml for pt a and b, and 0.04ng/ml for pt c. It is not clear if the erroneous results were reported out of the lab. The customer did not report pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
It is believed the samples were initially tested from the primary tubes. Per lab protocol, all critical accu tni results to be repeated and the sample is aliquoted from the primary tube into an aliquote tube and then re-centrifuged prior to repeat testing. Customer only provided data for qc level I. Qc was in the range in 2008, at 02:05 and was out of range when repeated on the same day at 15:37. Based on available info, several cautions and warnings were posted to the event log the same day. Despite request, the specific details were not provided. The instrument was reinitialized and customer selected to resume the run. The field service engineer (fse) was dispatched to the customer's lab on 04/11/08: the fse requested the customer perform a system check prior to his arrival which failed. The fse inspected the instrument and replaced several hardware components. After servicing the instrument, the fse performed a system check and an accu tni precision testing with 2 levels of qc and obtained good results. The fse verified repair per established procedures and results meet published performance specifications. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.